Event description:
Philips received a complaint by the customer on the v60 indicating while performing calibration, it was observed that there are touchscreen issues on top of the screen. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed touchscreen issues on the top of the screen. While on the phone with customer service, the customer was able to calibrate the touchscreen. It seems to be working fine. The rse provided part ID for the touchscreen for replacement. However, the customer informed that he believes the device is working fine and will return it to respiratory care. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.